Event description:
Complainant alleged that while attempting to defibrillate a pt (age and gender unk) the device failed to discharge via internal paddles. Complainant did not indicate that there was any adverse effect to the pt due to the report malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.